Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. An out of tolerance subthreshold lead impedance alert was noted on 2012-(B)(6) and a maximum superior vena cava (svc) impedance rise from baseline of approximately 50 ohms to greater than 14000 ohms was periodically noted throughout the record.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance has been fluctuating for one year and is intermittently high. The right ventricular (rv) defib impedance has remained stable however, it increases by about 20 ohms when the svc is greater than 200 ohms. The lead is being evaluated for a possible fracture, the device is being evaluated for a lead/connector issue, and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).